Event description:
Customer received a blood glucose result of 180mg/dl and dosed 30mg novolin. Paramedics were called one hour later. Paramedics received a result of 59mg/dl. The customer was given some unknown substance and ate peanut butter. Controls were expired and the device was coded wrong. A request was made for the return of the suspect device and replacement product was sent.